Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that the flat detector was moving without initiation from the stand control module a. A "collision with patient" was registered, however the customer stated that the flat detector lift was moving autonomously. The error occurred a second time and as a result the flat detecor hit the chin of the patient. Siemens is unaware of any injury sustained by the patient or any medical treatment required.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective stand control module (scm). Detailed investigation of the log files showed that in the present case, a collision warning ("collision with patient") was displayed to the user. According to the log file, the movement continued with slow speed until the patient was hit by the fd and the cpd was activated; stopping the movement. The evaluation showed that the fd lift up- and down-button on the stand control module (scm) where active simultaneously. Up and down movements of the fd can be initiated by the user using a rocker (joystick). The reported system behavior is only possible if one of the buttons (up or down) becomes stuck due to contamination with fluids/dirt or a mechanical failure. In such situations, the fd moves down on its own. The systems are equipped with several safety mechanisms which reduce the probability for collisions during system movements. For example, a computer constantly calculates all possible collisions between the stands/c-arm(s) and the patient table. The movement speed is automatically reduced in the collision area or in particular system positions. In case of a collision, sensors will automatically stop the movement, as in the present case. Also there are emergency stop buttons installed which will stop movements immediately once it is pressed by the user as described in the operator manual vol. 1, chapter - safety notes and radiation protection. The service engineer replaced the scm modules on both planes (a and b) which resolved the issue. No systematic issue in the installed base could be identified. Therefore, no corrective action in the field is required based on the present event.